Event description:
The surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in 2006. About 3 weeks later the lens was explanted due to excessive vault. There was narrowing of the angle and shallowing of the anterior chamber depth. A shorter lens was inserted. The reporter stated that during a post-op visit the pt's visual acuity is 20/20 and is doing fine.

Manufacturer narrative:
Evaluation codes: a work order search was performed for the lens. A lens work order search was performed and no similar complaint was found within the search. Conclusion: no conclusion can be drawn. Based on the complaint history, and work order search, a specific root cause of the event could not be determined.